Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing pressing the button. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.